Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged the lesion could not be found due to an inaccuracy with the navigation system. No specific measurement was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. Medtronic representative performed a navigation system check-out, all areas passed. System functioning as expected. The physician assistant stated that they were accurate in the procedure, however, pathology could not identify the lesion. No parts have been returned to manufacturer for analysis.